Event description:
It was reported that a patient underwent two right hip closed reductions and a subsequent hip arthroplasty revision to address pain, multiple dislocations and disassociation of the femoral head and neck junction approximately ten (10) years post-operatively. During the revision there was a hematoma upon dissection, metallosis in the intra-articular space, the neck was cold-welded, a crack in the calcar which contributed to three large fragments of the trochanter which required five cables for fixation, the taper was no longer round but oval, and bone removal was required to align fractures. A new liner, stem and head were replaced. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records received were reviewed, confirming the patient underwent two closed reductions prior to the revision. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately 10 years post-implantation due to pain, dislocation three separate times, and disassociation of the femoral head and neck junction. During the revision there was a hematoma upon dissection, metallosis in the intra-articular space, the neck was cold-welded, a crack in the calcar which contributed to three large fragments of the trochanter which required five cables for fixation, the taper was no longer round but oval, and bone removal was required to align fractures. A new liner, stem and head were replaced. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1, a2, b1, b5, b6, b7, d1, d2, d4, d10, g4, h2, h3, h6. D10: m/l taper femoral stem with kinectiv technology (00-7713-010-00, 61053564). Kinectiv modular neck (00-7848-014-00, 60958622). Versys femoral head (00-8018-036-02, 61192666). Trilogy acetabular cup (00-6200-056-22, 61192164). Trilogy acetabular liner (00-6305-056-36, 61057391). Bone screw (00-6250-065-35, 61083502). Bone screw (00-6250-065-25, 61180257).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient dislocated 3 times and an x-ray shows the neck and head were disassociated, with mild osteolysis present. A revision occurred where a hematoma and metallosis was present within the joint. Additionally, the neck was cold welded and unable to remove. While trying to remove the stem, a crack was noted in the calcar, and bone had to be removed. It was also noted that the taper on the neck was no longer round, it had been worn into an oval shape. The neck, stem, liner and head were explanted and an x-ray confirmed the new components were in appropriate position. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00689, 0002648920-2021-00056, 0001822565-2021-00690.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently, the patient underwent a revision procedure approximately 10 years post-implantation due to unknown reasons. A new liner, stem and head were replaced. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Corrected: d6a (implant date). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.